Manufacturer narrative:
Occupation: medical engineer (me). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the day after the intra-aortic balloon (iab) was inserted, a balloon rupture occurred and blood was seen n the tubing. The iab was removed and therapy was not continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned completely unfolded and blood on the interior and exterior of the catheter. The catheter tubing was returned deformed near the distal end measuring 54.4cm in length. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).